Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and to update sections. The device was returned to olympus for evaluation. A visual inspection was performed and found the device with no burrs or sharp edges on the distal tip. The two bands were loaded on the applicator for testing and both bands deployed as designed. The device features were measured and found to be within standard specification. No abnormalities found. The root cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported adverse event could not be determined; however, the most likely cause could be related to the operator's technique. The instruction manual contains a warning statement in an effort to prevent patient injury. ¿injuries to the fallopian tube, mesosalpinx, and cornu, though infrequent, may result from falope-ring band application. Mesosalpingeal or tubal injury is more likely among women with preexisting peritubular adhesions, or thick or edematous tubes. The incidence of trauma-bleeding injuries decreases with physician experience and careful patient selection.¿

Event description:
Olympus was informed that during a laparoscopic tubal procedure, both of the patient's fallopian tubes were torn by the falope band applicator. There was no patient bleeding as a result of the tear as both falope bands were successfully applied to the patient. No equipments were replaced. The procedure was completed.